Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? =>no further information is available. Date and name of index surgical procedure? =>no further information is available. The diagnosis and indication for the index surgical procedure? =>no further information is available. Relevant patient history? =>no further information is available. Any intraoperative concurrent use of other products? =>no further information is available. Lot #? =>no further information is available. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? =>no further information is available. Where was the surgicel used (on what tissue)? =>the surgicel cotton-type was placed in the nasal cavity. How much surgicel was used during the procedure? =>no further information is available. Was the surgicel product left in place? Was the excess irrigated and removed? => surgicel was left in place. What were current symptoms following the index surgical procedure? Onset date? =>no further information is available. Has any surgical or medical intervention been performed? =>no further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? =>no further information is available. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative necrosis? =>no further information is available. What is the patient¿s current status? =>no further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an otolaryngology head and neck surgery procedure on an unknown date and absorbable hemostat was used. The absorbable hemostat was placed in the nasal cavity, was not removed, and left there. Then, necrosis of the nasal mucosa occurred. Additional information was requested.